Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an onyx had poor visualization. The patient was undergoing embolization of the middle meningeal artery (mma) for treatment of chronic subdural hematoma. Core lab has reviewed imaging for an embolise subject for a retreatment of a subdural hematoma that occurred on (B)(6) 2021. The core states that "only the anterior branch of the mma has been embolized, but not with onyx, as no onyx cast is visible. In one branch of the sta there is low-flow pre embolization and in the maxillar artery post-embolization." It's more likely possible that the site used a different product to perform mma embolization, however, an onyx lot number was provided so submitting a potential complaint out of an abundance of caution in case there was any reason with a deployed onyx isn't showing up on imaging.

Event description:
Additional information was received indicating corelab confirmed they were able to visualize the device, which was a correction from the previously reported poor visualization. In addition, the patient had recurrent subdural hematoma. The patient was hospitalized and the event did result in concomitant or addition treatment. The adverse event was treated with a surgical procedure for evacuation, as there was an embolization felt of the left mma. The event was not resolved at the time of the report. The site related assessment determined the event was not related to the device or procedure. The sponsor assessment determined the core lab rating alert in one branch of the sta was that there was a low-flow pre embolization and in the maxillary artery post embolization, which was reviewed on (B)(6) 2022. The subdural hematoma was frontal, parietal with a17.8mm thickness and a 7mm midline shift.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the onyx had been implanted without complication.